Manufacturer narrative:
The customer performed their own troubleshooting and replaced ise tubing to resolve the issue. The customer performed calibration and quality control, which all passed. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported two (2) patients had erratic results for sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. One (1) patient had results released out of the laboratory but was caught by the nurse. The customer recollected the sample and repeated on another au analyze and amended the results. The customer also repeated the second patient sample and released correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patients.